Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a laparoscopic procedure to suture the pharynx and lateral-cervical, the suture broke. The surgeon was using an introflex suturing technique for the esophagus. There was tissue damage. The surgical time was extended more than 30 minutes. The incision was extended. Medical history: surgical toilette + attentive to reconstruct the breccia pharynx (2017) radiotherapy laryngeal cancer

Event description:
According to the reporter, during a laparoscopic procedure, there was an unknown issue with the suture. In order to complete the case, the procedure was converted to an open procedure, and the patient had to be resutured. There was no patient information provided regarding the event. No additional information was provided.